Manufacturer narrative:
To date the data logs and imaging from the case support have not yet been returned for analysis. The product itself was discarded by the user at the time of patient explant. A supplemental medwatch will be completed if any additional information is received by the manufacturer. (B)(4).

Event description:
A (B)(6) female was admitted with a non-stemi myocardial infarction. She had a known history of a previous coronary bypass surgery (CABG) and aneurysm (aaa) repair. Upon admission to the cardiac catheterization lab she was seen to have a thrombotic burden in the distal left anterior descending coronary artery. For hemodynamic support during this high risk procedure, of a balloon angioplasty and infusion of the thrombolytic tpa, the physician placed an impella cp via the left femoral artery. The patient had pain in her groin access site and experienced hypotension while in the cath lab post-procedure holding area. The patient was diagnosed with a retroperitoneal bleed. The impella was explanted and the patient transferred to surgery. The patient was taken to the operating department for a vascular repair and infusion of blood products. The patient did later expire due to complications.